Event description:
Caller reported aviva blood glucose results of 300 mg/dl, 260 mg/dl, and 130 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
It was reported that the pt's implanted device was improperly positioned. Device revision surgery will be scheduled.